Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that multiple malfunction alarms occurred. There was no reported adverse impact to the customer's blood glucose level. Reportedly the customer reverted to manual injections for diabetes management.

Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged malfunction was verified, and a different issue was identified.